Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation it was noted the pulse generator had multiple recorded episodes of noise. The device was reprogrammed and remained implanted.